Event description:
This spontaneous report was received on (B)(6) 2012, from a johnson and johnson affiliate reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 2870d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the cutter was broken. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach j&j floss waxed mint (B)(4)). This closes out this report unless additional follow up information is received.)

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a johnson and johnson affiliate reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 2870d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the cutter was broken. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Review of data associated with this complaint revealed no adverse trends and no trend involving lot number 2870d. Retain samples were visually examined and met specification. Field samples were evaluated and presented the insert broken where it holds the cutter. Investigation to address the root cause and corrective actions related to insert breakage and cutter-insert pop off was initiated. Complaint trends would continue to be monitored. Investigation was closed with a disposition of confirmed. This report remains a reportable malfunction case in the united states.